Event description:
It was reported the patient¿s healthcare provider told them they had a wire that was not right and one of the ¿wires¿ may be compromised. It was stated the patient was informed of this following their implantable neurostimulator (ins) replacement surgery. The patient stated they had ¿3 wires¿ and the healthcare provider ¿got a beep from the first and second ones but nothing from the third wire.¿ it was noted the patient may be talking about their electrodes but it was unclear.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# j0421412v, implanted: (B)(6) 2004, product type lead. (B)(4).